Event description:
Initial rptr indicated that the pt went into surgery for a scheduled battery replacement and it was discovered that they had high lead impedance. A lead malfunction was suspected. The pt underwent an entire vns sys replacement. The explanted prods are at the MFR pending completion of prod analysis. Good faith attempts are being made for add'l info surrounding the reported event.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.